Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence. Concurrent conditions included fibroid uterine enlarged, dyspareunia, pelvic discomfort and nabothian cyst. Concomitant products included amitriptyline, calcium carbonate, fluoxetine hydrochloride (prozac), naproxen sodium (aleve) and oxycodone hydrochloride;paracetamol (percocet). In 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dizziness ("light headed/dizziness"). In (B)(6) 2009, the patient experienced urticaria ("hives"). In november 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced visual impairment ("vision problems"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and dyspepsia ("heartburn"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes/hormonal changes describe: hot flashes"), depression ("psych injury/psychological or psychiatric problems condition: depression") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced insomnia ("insomnia"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hot flush, depression, mood swings, migraine and insomnia had resolved, the dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, vaginal discharge, urticaria, fatigue, headache, tooth disorder, bladder disorder, urinary tract disorder, visual impairment, weight increased, dizziness and dyspepsia outcome was unknown and the nausea was resolving. The reporter considered abdominal pain, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6) 2015, 2006 and (B)(6) 2008. Patient received treatment for psych injury. Three coils of essure device were left remaining inside the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Imaging procedure on (B)(6) 2015: essure confirmation test results of confirm. Test: bilateral occlusion. Ultrasound scan vagina in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical record were received. Case upgraded to serious incident. Events per pfs: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hives, migraines / headaches, light headed/dizziness, insomnia, heartburn added. Outcome of events depression, insomnia, pelvic pain, mood swings, hot flashes and migraines were resolved. Nausea was recovering. Essure removal detail, concurrent condition and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.